Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The mother stated that she does not know why the transmitter did not blink when placed on the customer today. The mother stated that her son was not on the pump which caused the insulin to be high. The customer treated with the pump and he was fine.